Event description:
This spontaneous report was received from merz pharma, (B)(6) as provided by a patient. The patient was injected with 0.8 ml radiesse for correction of nasolabial folds. During injection, the patient felt pressure at the right side of nose wing; a bruise appeared. The physician injected normal saline and a small edema appeared instead of the bruise. On the third day post injection, the patient developed inflammation with a bluish color in the nose fold from the outside. The physician administered cellestoderm ointment. The next morning after applying the ointment at night, three empyemas appeared, two on the nose wing to the right from the outside and one on the mucous membrane inside. The physician opened the abscess and administered prophylactic ciprofloxacin, 500 mg twice a day for five days, solcoseryl and milgamma injections - 2 ml x 10 times, and a treatment of the nose wing and the mucous membrane with solcoseryl gel. On (B)(6) 2014, the events were getting better. Solcoseryl gel is still being applied. The patient continued feeling the pressure in the nose wing. A small pustule with the white head appeared on the nose wing. The patient started taking ascorutin and vasobral. Now, there is a small reddening on the nose wing to the right, the outside wound has healed. At times, the patient feels pressure in the nose wing to the right. Additionally, small pustules with white heads started to emerge under the chin that disappear quickly. On (B)(6) 2014, the patient was seen by a different physician, name not provided, who provided patient's diagnosis as acariasis or dermatosis associated with mite-borne invasion. Patient's recovery status was requested but not received.

Manufacturer narrative:
The device history records for the injected radiesse lot were not reviewed as the lot number was unk.